Manufacturer narrative:
Response to FDA 483 homedics inspection 12/2006. Heating pad was used frequently. Lettering was fading and cover was worn. Original design model with loose connector.

Event description:
User felt pin prick caused by metal button on heating pad. Caused slight discoloration on user's back. Did not seek medical attention. After sitting on heating pad several times, user checked pad and found burn hole in heating pad, heating pad cover, user's robe and chair.